Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17727867m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial tachycardia with a thermocool® smart touch¿ electrophysiology catheter and suffered a medical device entrapment and a cardiac valve rupture (requiring a surgical intervention). During the mapping phase, the thermocool® smart touch¿ electrophysiology catheter became entrapped in the tricuspid valve. When the thermocool® smart touch¿ electrophysiology catheter was maneuvered away from the tricuspid valve, a leaflet became detached. The patient required a tricuspid valve replacement. There is no information about the hospitalization. It was noted that the patient had very difficult anatomy with a medical history of transposition of the great arteries with a senning procedure (also known as an ¿atrial switch¿). Due to this congenital condition, retrograde aortic access was required to map the right atrium. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on april 6, 2018 on the event. Patient required extended hospitalization as a result of the adverse event. Patient recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. Since the additional information received stated that the patient required extended hospitalization, processed as hospitalization initial/prolonged. The biosense webster inc. Failure analysis lab received the device for evaluation on april 16, 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for right atrial tachycardia with a thermocool® smart touch¿ electrophysiology catheter. During the mapping phase, the thermocool® smart touch¿ electrophysiology catheter became entrapped in the tricuspid valve. When the thermocool® smart touch¿ electrophysiology catheter was maneuvered away from the tricuspid valve, a leaflet became detached. The patient required a tricuspid valve replacement. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).